Event description:
It was reported that during a device change out, externalized conductors were observed via fluoroscopy imaging. The lead was tested and no electrical issues were noted. The lead remains implanted. The procedure went well with no complications.